Event description:
A patient reported that were unable to receive a reading on their one touch basic meter due to their meter allegedly would only prompt the "neb" (not enough blood) message. Patient reported having hyperglycemic symptoms. There was no result on their meter as the patient was unable to test. Treatment was not additional 10 units of insulin. Patient was testing on strips that expired 10/01 and was cleaning the meter incorrectly with alcohol. No further information has been reported. No serious injury or allegation of harm.